Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in a patient for the endovascular treatment of an 95 mm abdominal aortic aneurysm. It was reported that the endovascular treatment was performed with no issues. Final angiography was performed and contrast leaking from the stent graft into the aneurysm sac was noted on the left lateral side of the stent graft and on the level of the flow divider marker. It was reported that several balloon dilation (reliant balloon) were done in the neck region of the stent graft, in the 30mm contralateral limb region of the main body, and throughout the iliac extension. It was stated that the leak persisted, balloon was performed again without success. The physician then decided to place an aortic cuff on the edge of the flow divider and the iliac limbs were delivered past the flow divider marker and into the cuff, thus creating a new bifurcated point. It was reported that both iliac stent grafts were inflated simultaneously to ensure opposition. Final angiogram was performed and a significant decrease in the endoleak was noted. As per the physician the cause of the event was a suspected stent graft puncture/fracture. No additional clinical sequelae were provided and the patient will be monitored.

Manufacturer narrative:
H6: updated post completion of investigation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.